Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 19mg/dl. Cause of low bg level was unknown. Bg was treated with saline and dextrose. Reportedly, customer left the ER later the same day with the issue resolved and no permanent damage.